Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the side button on the infusion device is non-functional and the protective rubber is damaged. Patient also reported the infusion device "turns off at any time." The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.